Event description:
It was reported that the patient presented for a lead placement epicardial procedure. During the procedure, an issue arose when attempting to add slack to the patient's right ventricular (rv) lead, resulting in a loss of capture. The patient's rv lead was explanted and successfully replaced. The patient was stable.